Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.

Event description:
A doctor's office contacted our firm reporting that after insertion of a folded lens, a pt developed a corneal ulcer. The pt reported redness and discomfort on (B)(6) 2011. The next day, after increasing redness, discomfort and a loss of visual acuity, the pt sought treatment from an ophthalmologist. The pt was diagnosed with a central infectious corneal ulcer od. The pt was prescribed tobradex drops q3h od and erythromycin 250mg po q6h for 7 days. No cultures were taken. The doctor stated, "it would have taken too long for the results to be obtained." The pt returned for f/u on (B)(6) 2011, the ulcer was healing well, the pt was instructed to complete the medications." Doctor stated that a central corneal opacity remained od; the pt was instructed to return to optometrist for f/u. The pt reported no permanent loss of vision. Four sealed blisters were returned. The parameters were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. One lens with an edge chip was observed. The solution was also tested. The ph and conductivity were in spec. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. (B)(4). No further testing is required. If add'l info is received, will report within 30 days of receipt. (B)(4).